Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full) and plaintiff underwent a bilateral salpingectomy and/or hysterectomy to remove the essure.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, abdominal pain, back pain, adverse event and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation, dysmenorrhoea and fallopian tube perforation to be related to essure. The reporter commented: paient sought medical attention for the forgoing symptoms plaintiff receive treatment for: dysmenorrhea, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: results: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs was received. New event dysmenorrhea was added. Perforation nos updated with fallopian tube perforation. Date of insertion was updated. Patient demographic was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (plaintiff underwent a bilateral salpingectomy and/or hysterectomy to remove the essure.). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, abdominal pain, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation and perforation to be related to essure. The reporter commented: patient sought medical attention for the forgoing symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: confirming full occlusion of fallopian tubes company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.